Event description:
It was reported that during the procedure, the subject coil was used for the purpose of hepatic vein embolization, and it was inserted into the microcatheter. When the subject coil was deployed in the blood vessel and it was repositioned to engage with the vessel, resistance occurred, and the coil became prematurely detached in the microcatheter. The microcatheter was removed from the patient. The subject coil was replaced and the procedure was successfully completed using another microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was not returned. The main coil was found to be kinked/bent slightly close to the detachment zone. The main coil was found to be prematurely detached/separated. Functional inspection was not able to be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil detached prematurely in the microcatheter. Additional information provided by the customer indicated there was no friction while the coil was advancing the introducer sheath. The tapered distal end of the introducer sheath was firmly seated in the hub of microcatheter. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Intermittent flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. During analysis, the main coil was found to be slightly kinked near the detachment zone, and it was also found to be prematurely detached/separated. The coil delivery wire was not returned. An assignable cause of procedural factors will be assigned to the reported coil in catheter friction, as well as the reported and analyzed main coil prematurely detached/separated during use, and the analyzed main coil kinked/bent as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject coil was used for the purpose of hepatic vein embolization, and it was inserted into the microcatheter. When the subject coil was deployed in the blood vessel and it was repositioned to engage with the vessel, resistance occurred, and the coil became prematurely detached in the microcatheter. The microcatheter was removed from the patient. The subject coil was replaced and the procedure was successfully completed using another microcatheter. No clinical consequences were reported to the patient due to this event.